Manufacturer narrative:
A review of the manufacturing documentation of the explanted leads revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70 (B)(4) description: enh st ld kit,70 cm model#:sc-2366-70 (B)(4) description: linear 3-6 lead 70cm model#:sc-2352-70 (B)(4) description: linear 3-6 lead 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the lead site located at the neckline. The patient's symptoms are fever, warmth, drainage. The patient was prescribed IV antibiotics following the explant of the leads. The physician doesn't believe the infection is related to the device but the patient wearing a necklace around the incision site.

Event description:
A report was received that the patient developed an infection at the lead site located at the neckline. The patient's symptoms are fever, warmth, drainage. The patient was prescribed IV antibiotics following the explant of the leads. The physician doesn't believe the infection is related to the device but the patient wearing a necklace around the incision site.